Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had informed healthcare provider (hcp) that their intestim hadn¿t worked for years. Hcp did not have further details or the doctor information. No patient symptoms or harm were reported.